Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number :3006705815-2020-01645. It was initially reported that patient had infection at the ipg site and later was found to have done blood work which came out (B)(6) for (B)(6) at the ipg and lead site . As a result the scs system was explanted on (B)(6) 2020 to address the issue. Patient has been discharged home and is receiving daily IV treatment. Patient is doing well.